Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "a catheter blocked for no reason during use on patient and they had to replace it." There was no reported patient harm or consequence. They were reported as fine. Associated complaint 3006425876-2024-00623.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported that: "a catheter blocked for no reason during use on patient and they had to replace it." There was no reproted patient ahrm or consequence. They were reported as fine. Associated complaint (B)(4).